Event description:
It was reported that multiple occlusion alarms occurred during bolus delivery. Customer's blood glucose level was impacted (309 mg/dl). During troubleshooting with tandem technical support, system check indicated that the pump performed as intended; however, small air bubbles were observed in the tubing. Customer stated that the infusion set cannula could be hitting muscle. Customer indicated that vial of insulin had been in use for almost a month, but no particulates were noted.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.